Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the sheath was detached from the heat shrink and the side car was pushed back. A functional evaluation was performed, which showed that the handle could be actuated, but the basket did not extend. Dimensional inspection confirmed the side car was pushed back .7mm which is out of specification. No other issues with the device were noted. The reported event was confirmed. Based on all available information, the failure sheath detached may be related to user manipulation and/or some technique applied during procedure. This detachment avoided the full extension of the basket, and the action of trying to open the basket may have lead to the push back of the side car. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a lithotripsy procedure performed on (B)(6) 2021. During the procedure, the basket failed to open and could not be used to crush the stones. The procedure was completed with a different device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of side car-rx push back.